Manufacturer narrative:
Completion of service pending.

Event description:
The international customer reported the ventilator alarmed due to a vent inop air valve liftoff failure. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service provider confirmed the reported problem. The service engineer reported the power supply will be replaced to address the reported problem, however completion of service is pending customers return to the facility for approval.

Event description:
The manufacturers field service engineer reconnected the cable between the power supply and the ventilator to address the reported problem.